Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compormised force sensor system. The patient's blood glucose at the time of incident was 236 mg/dl. The drive support cap appeared flush. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump alarm during basic occlusion test and was received unable to prime during prime test due to loose protruded drive support disk. The insulin pump had cracked end cap, cracked battery tube threads and cracked reservoir tube lip.